Event description:
It was reported that the patient experienced hyperglycemia while encountering four failed infusion set sites and was guided to place a new set on the upper buttock; the lot number provided for infusion set components was 6003660. Symptoms included elevated blood glucose up to 323 mg/dl. Outcomes included prolonged time above target glucose range exceeding 24 hours and the need for back-up therapy via a 2-unit subcutaneous injection of humalog, with education to remain disconnected from the ilet for at least two hours after the manual dose. Investigation included complaint handling with user troubleshooting and education, and follow-up outreach regarding replacement infusion set connectors and cartridges due to multiple site failures. Investigation of this case revealed use difficulties with infusion site insertions and uncertain infusion performance leading to hyperglycemia, with no ketone testing performed and no healthcare facility intervention. It was concluded that the cause of hyperglycemia was unclear and that user guidance and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.